Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the user was unable to determine if the 50ml bag back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ tubing had flow issues during use. The following information was provided by the initial reporter: "unable to determine if the 50ml bag back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag tubing not saved- it was put into hd bin.".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # 5201770000-2020-8078. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ tubing had flow issues during use. The following information was provided by the initial reporter: "unable to determine if the 50ml bag back primed into the primary 250ml normal saline bag or if the patient received the 50ml dexamethasone bag tubing not saved- it was put into hd bin."